Event description:
A pt reported experiencing inaccurate low results with a ot ultra meter. The pt's blood glucose results were lo, lo, 83mg/dl (in the reported issue notes it states lo, putting 19mg/dl as a value). Tests were done < 10 minutes apart with a differece of 38mg/dl. Pt did not experience any adverse events. No further info has been reported.